Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device was analyzed and found to have normal battery depletion. The telemetry tested ok.

Event description:
It was reported that the device showed elective replacement indicator. Device could not be interrogated prior to explant. The device was explanted and replaced. No patient complications were reported as a result of this event.